Event description:
Information received that the CPR was not lowering head section of bed. No injury reported.

Manufacturer narrative:
Technician found during bpi that the CPR was not lowering the head section of the bed. Isolated the problem to disconnected CPR angle bolt from hydraulic manifold. Reattached the CPR bolt to hydraulic manifold to resolve this issue.